Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('smaller coiled metal pieces') and fallopian tube perforation ('perforation (fallopian tube(s))') in an adult female patient who had essure (batch no. C66831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included ectopic pregnancy and salpingectomy. Concurrent conditions included body mass index normal, depression and abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("left lower abdominal pain"), complication of device insertion ("left essure coil placement/only one essure coil placed in one side") and complication of device removal ("left fallopian tube was noted to be blanched white"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, vaginal infection, migraine, headache, nausea, alopecia, vaginal discharge, abdominal pain lower, complication of device insertion and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, complication of device insertion, complication of device removal, device breakage, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was reported 2009, now in current follow up, it was reported (B)(6) 2019. Left fallopian tube was noted to be blanched white. Essure coil was not easily palpated through the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal haemorrhage, pelvic pain, nausea concerning the injuries reported in this case, the following one was reported via medical records: device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs & mr received. Case become incident. Injury nos replaced with new events. Lot number was added. New reporter's information was added. Patient's demographics were added. Date of insertion was updated. Date of removal added. Added event abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, vaginal infection, migraines, headaches, nausea, pain, lower abdominal pain, perforation (fallopian tube(s)), hair loss, vaginal discharge, patient did not undergo essure confirmation test, single essure coil was placed, left fallopian tube was noted to be blanched white. Event added from mr "smaller coiled metal pieces". Updated onset date events. Medical history, concomitant condition, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('smaller coiled metal pieces') and fallopian tube perforation ('perforation (fallopian tube(s))') in an adult female patient who had essure (batch no. C66831-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included ectopic pregnancy and salpingectomy. Concurrent conditions included body mass index normal, depression and abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("left lower abdominal pain"), complication of device insertion ("left essure coil placement/only one essure coil placed in one side") and complication of device removal ("left fallopian tube was noted to be blanched white"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, vaginal infection, migraine, headache, nausea, alopecia, vaginal discharge, abdominal pain lower, complication of device insertion and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, complication of device insertion, complication of device removal, device breakage, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was reported 2009, now in current follow up, it was reported (B)(6) 2019 left fallopian tube was noted to be blanched white. Essure coil was not easily palpated through the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal haemorrhage, pelvic pain, nausea concerning the injuries reported in this case, the following one was reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: quality-safety evaluation of ptc. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.